Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Lead model 39565-65, lot# v840128004, implanted (B)(6) 2011, explanted unk; recharger model 37752, serial# (B)(4); programmer model 37743, serial# (B)(4).

Event description:
It was reported that the patient experienced "oozing" fluid at the neurostimulator site. It was noted that the wound had been well healed following implant surgery. Additional information received reported puss began draining from the pocket. The infection was determined to be (B)(6). The neurostimulator was explanted and replaced.

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial # (B)(4) found no significant anomaly. The device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.